Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the express remote monitor showed decreased r waves one day post implant of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.